Event description:
The manufacturer's representative reported that during a scheduled pump replacement, the catheter connector was found to be disconnected from the pump. Fluoroscopy revealed that the catheter connector was encapsulated in the pump pocket scar tissue. The hcp dissected the encapsulation and found the connector. The hcp was unable to withdraw any fluid from the catheter so it was assumed the catheter was no longer patient. The hcp implanted a new catheter, but left the old catheter in-situ. The drug contained in the patient's pump was morphine. The drug concentration and dose were reduced to 15 mg/ml and 1 mg/day following the pump and catheter replacement surgery. The patient was not injuried, but recovered with sequela. Additional information has been requested, but was not available at the time of this report.